Event description:
Pt was implanted on 8/23/96. Testing conducted post operatively using the portable cochlear implant tester (pcit) indicated "normal" impedances and the presence of stimulus on each channel as reported by the implant center. At pt's initial device fitting session, although her impedances were within normal range, no sound perception was reported. Rather, only facila nerve stimulation was observed. Pt was monitored closely over the next few months. As there was no change in her condition, revison surgery occurred on 12/13/96. The device was removed and tested by a co rep. A "red" stain was observed approximately half-way between the fantail section of the lead and the electrode array. The device was then placed in a container of saline in which the mid section of the electrode was raised out of the saline. This test method indicated "low" or "no output". When the mid section was placed in saline, "normal" output was observed. The test was repeated several times with the same results. Because of the low/no output readings (when the mid section of the lead was out of saline) and the presence of the strain on the electrode, the conclusion was that the device (more specifically, the electrode lead) was most likely the cause of pt's lack of sound perception."

Manufacturer narrative:
Section 6 - code 86: device evaluation consisted of: a review of the device history record, visual examination; x-ray examination; electrical testing; and leak testing. Visual examination under high magnification revealed that the device was in good condition and all electrode wires and balls were intact. There was a small scalpel cut in the silastic tubing apporx. Halfway between the electrode half of an inch long wth the cut in the midde of this reddened zone. No disruption of the dacron tubing over the 16 electrode wires was observed and no wires were found to be expected. Electrical testing: the device was functional upon return to advanced bionics. It was tested over various link distance with differenet headpieces and cables, and it continued to function properly. Full device and electrode tests confirmed the operation of the unit. Impedance testing, with the device fully submerged in saline (using a pcit) provided good impedance readings (6.0 to 11.5 k ohms). With the med-section of the electrode lead (reddened zone) lifted out of saline, the results did not change (6.0 to 11.5 k ohms). With the mid-section of the electrode lead returned to saline and the spiral array, including the contrast ball, raised out the saline, all impedances measured 999k ohms (as expected without a return path to the indifferent electrode band on the ics package). X-ray examination: x-ray examination was performed to observe any possible breaks in electrode wires, but none was observed. Case hermiticity testing (leak testing) leak testing was not performed because the device was fully functional. Case removal: case removal was not performed because the device was fully functional. Internal visual examination: not performed because the device was fully functional. Internal electrical testing: not performed because the device was fully functional. Conclusion: electrical testing confirmed that the ics internal electronics were operating properly and the electrode lead did not have any damage. Therefore, analysis focused the proper functioning of the ics. The test methods were duplicated as closely as possible. The same monitoring equipment electrode lead did not have any damage. Therefore, analysis focused on the reasons for the incorrect determine made during the revision surgery regarding the proper functioning of the ics. The test methods were duplicated as closely as possible. The same monitoring equipment was set up. The ics device was placed in the same specimen cup with saline. The individuals involved with the on-site device determination were also included. On dec. 13, 1996, the amount of saline placed in the specimen cup was not adequate for the specific test method employed. For the ics to function properly, a return path must be established between the contact balls (of the spiral array) and the metal band (indefferent electrode) of the ics package. With the mid-section of the electrode lead held under saline (with the use of two fingers), the overall